Event description:
It was reported that the patient was scheduled for a hip replacement procedure on (B)(6) 2013. The patients blood pressure decreased and was agitated and provided with oxygen. Intermittent loss of capture was noted, the device was reprogrammed and intermittent loss of capture was still evident. The patient went into cardiac arrest and was rescued with transcutaneous pacing and transferred to the ICU. The patient went into cardiac arrest while in the ICU and deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.